Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Analysis of technical log identified error ¿unable to communicate with geoipc, geoipc post failed.¿. After troubleshooting it was determined that there was issue with geo ipc software. The geo ipc software was reinstalled by the field service engineer to resolve the issue. After this repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was confirmed that this issue was identified during outside of clinical use. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was communication issue with the geometry pc and all the mechanical movements were disabled. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and reloaded the geo ipc software which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.